Event description:
It was reported that during a lap nissen procedure, as surgeon was activating the device and the generator indicated an error code. Staff was unable to rectify and decided to open a new shear. Case was completed without incident. There was no reported pt consequence.